Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: the user interface module master software version is 6.13.92, categorized as remediated. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue. There was no adverse event, patient injury, or medical intervention associated with this report. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. There is no further complaint information available. The user interface module master software version is currently unknown.